Event description:
The customer reported "spo2 measurement". No patient harm was reported. Due to lack of further information, and therefore the fact that a possible safety issue cannot be excluded, this complaint will be reported and further investigated.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.